Event description:
Device is toning every 6 hours or so. Transmission received and reviewed. Device is toning q4 hours for rv lead impedance warning. Rv defib impedance nl rv bipolar impedance > 3000 rv tip to coil >3000 short v-v 83 vp 0.04 percent pt has a hx of defib in 2020 battery life 16 months. Dr. (B)(6) advised patient to go to emergency department for admission due to short v-v's resulting in potential inappropriate shock on t wave leading to vf and possible inadequate hv therapy for device initiated vf due to rv lead integrity issues.  Patient advised to report to ed. He was reluctant to go. Explained above rationale to pt. He agrees to go to emergency department. Patient reports that for x4 days the patient has been experiencing a "bee sting" like sensation (last occurring 1 hour prior to exam). Biv ICD interrogation several episodes of atrial fibrillation and svt with evidence of far field sensing with rv signal on ra lead. Rv tip to rv coil lead impedance warning was placed on (B)(6) 2022. FDA safety report ID #(B)(4).